Event description:
On (B)(4) 2021, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) on (B)(6) 2021. Post procedure, it was reported that the patient was bleeding from the dorsal vein complex, resulting from a bone strike, and required suture ligation and transfusion. It was reported the patient was hospitalized for a week. The current condition of the patient is unknown.